Event description:
It was reported the patient presented with anterior and lateral wound drainage and infection and underwent irrigation and debridement with wound vacuum placement. Symptoms interfered considerably with routine activities and reportedly caused inability to work. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.